Manufacturer narrative:
This follow up is being submitted for replacing information in additional mfg narrative h10: to a 12-month review of tickets for likely cause list number did not identify any trends or systemic issues from a 12-months tracking, and trending review timeframe non-statistical trends have been identified for the complaint issue.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review of the architect stat high sensitive troponin-I reagent lot 22204ui00. The tracking and trending review determined no adverse trend for the issue for the product. Return testing was not completed as the two samples did not meet specimen conditions of the package insert. A 12-months tracking, and trending review timeframe non-statistical trends have been identified for the complaint issue.device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Historical performance of reagent lot 22204ui00 was evaluated using world wide data from abbottlink. This evaluation indicated that the patient median for lot 22204ui00 are within the established limits, therefore, no unusual reagent lot performance was identified. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Sample integrity issue at the time of testing may have contributed to the customer's issue. A review of the product labeling including concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect stat troponin-I reagent, lot 22204ui00.this follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
This follow-up submission sends for correction on section d9 date returned to mfg: to blank (no date) from 04/16/2021. This date 04/16/2021 was not for the suspect device return and it reflected the date patient specimens were returned for investigation. The device was not return for evaluation.

Manufacturer narrative:
Was this device serviced by a third party?: no. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect troponin results on two patients. The patient 1 was drawn few times and results provided were: below results from architect i1sr62233 patient 1: on (B)(6) 2021 1 sid (B)(6) =1.4 pg/ml / sid (B)(6) =50.0 pg/ml patient#2 on(B)(6) 2021 sid (B)(6) troponin=29.6 pg/ml /repeated=330.5 pg/ml those two patients repeated on architect i1sr62232 and results were below: patient:1 on (B)(6) 2021 sid (B)(6) =2.2 pg/ml /repeated on (B)(6) 2021 =18.0 pg/ml on (B)(6) 2021 sid (B)(6) =237.8 pg/ml /repeated on (B)(6) 2021 =1.00 pg/ml on (B)(6) 2021 sid (B)(6) =1.00 pg/ml on (B)(6) 2021 sid (B)(6) =1.4 pg/ml patient:2 on (B)(6) 2021 sid (B)(6) =322.1 pg/ml /repeated on (B)(6) 2021 sid (B)(6) =286.8 pg/ml there was no additional patient information provided. Laboratory reference range for male=<34 pg/ml laboratory reference range for female=<16 pg/ml there was no reported impact to patient management.